Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported two false alarms. One during priming and one during bypass on the same case. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.